Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the proximal ring is corroded. The proximal ring in the trifurbication is corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and partially explanted during an upgrade procedure. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.